Manufacturer narrative:
Analysis was unable to confirm the customer comment that the programmer was unable to work when the power was turned on and the case was damaged. It was noted from the software logs that the central processing unit (cpu) die was recorded as over temperature multiple times. It was also noted that the micro processor unit (mpu) printed circuit board (pcb) assembly was intermittent. It was further noted that the power cord bay, media bay door and printer drawer were damaged. Due to a lack of availability of parts it was not possible to repair the programmer. The programmer was returned unrepaired for disposition as scrap. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to work when the power was turned on and the case was damaged. The programmer has been returned to service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.